Event description:
No sample or picture are available for analysis. Without the proper sample or picture an evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause is that the operator did not perform the assembly operation properly as is described in the station work instruction. Manufacturing personnel from every working shift was notified of this complaint. The current process controls detection includes 100% visual inspection during the manufacturing process and final physical sampling inspections. The batch record fa25e28043 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: biomed reported: "tubing does not have clamp above primary inlet on the tubing." Patient harm: no. A preliminary review of the logs identified the following issue: misassembly - components reversed. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.